Event description:
Update (B)(6) 2012 - medical records wer received from legal. Part/lot information was identified. Records are available on external hard drive if needed for further review.

Event description:
Litigation papers allege that over time, the known and common problem of natural biologic corrosion and friction wear caused large amounts of toxic cobalt-chromium metal ions and particles to be released into plaintiff's blood and tissue and bone surrounding the implant.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
(B)(4). The devices associated with this report were not returned. Review of the device history record for the cup did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the remaining provided product and lot combinations since their release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.